Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary: it was caused due to a physical damage applied on the lcb distal cover glass. In addition, we confirmed that the ccd module defect; however, it is not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
The led cover glasses are cracked from inside. The time of event is unknown. There was no report of patient harm.